Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a colonoscopy, which was unrelated to the device/therapy. The patient's device was off and when the ins was turned back on, the patient exclaimed ow, ow, ow. The patient services specialist (pss) helped the patient turn the stimulation down 0.6 to 0.4, where the patient felt the stimulation comfortably. The reason the patient got the device put in was for infections and the machine was helping. No further complications were reported as a result of this event. Additional information was received from the patient. The patient reported they felt like they were doing something wrong because they barely felt stimulation when they tried to increase and thought maybe it just died. It was noted the patient's symptoms weren't being controlled because they got a tremendous infection from all the garbage that they had them drink from their colonoscopy, which really screwed up their system and the liquid had a lot of sodium in it. The patient believes they are kind of allergic to that and that the sodium went to their bladder. The patient was very sore down there from the infection. The patient checked their settings and the settings were pulling up correctly. The patient programmer showed the stimulation was on and the patient was at 0.8v but barely felt stimulation. Troubleshooting was performed. The patient felt stimulation uncomfortably and too strong when they turned it up to 0.9v but the patient felt it comfortably at 0.8v. The caller was redirected to follow up with their healthcare provider (hcp) regarding the medical issue. They were going to go to the doctor today. No further complications were reported as a result of this event.